Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an appropriate shock, the right ventricular (rv) lead had high thresholds and undersensing as small r waves were noted. Additionally it was reported the thresholds were poor. The physician attempted to reposition the lead but it was decided to explant and replace the lead. The replacement right ventricular (rv) lead was noted to also have high thresholds and undersensing with small r waves, as well as poor thresholds. The lead was also repositioned numerous times. The physician determined it was a sick heart. The lead remains in use. No patient complications have been reported as a result of this event.